Event description:
Caller reported a cartridge alarm identified as cartridge alarm 30. Caller confirmed that there was no impact on blood glucose levels. The customer reverted to manual injections for insulin therapy.